Manufacturer narrative:
Device evaluation: with catalog number mcghan360cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed one opening on the radius side assessed as surgical damage. ¿ delamination: observed delamination/shell and patch a workmanship. ¿ use error : unable to observe as the event of use error is not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ white particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right "valve delamination from shell".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.